Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 235 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return after battery change. Customer was in the process of cleaning battery cap and call was dropped. Customer also needed assisted programming meter to insulin pump. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No blank display was noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.